Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that one pump head of the s5 double head pump stopped rotating during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The pump was tested on site but the reported issue could not be reproduced. The pump rotor and pump head ran and rotated smoothly. No compromised functionality or error messages were observed during testing. A functional control and test run were successfully performed and the unit was released to the customer. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that one pump head of the s5 double head pump stopped rotating during a procedure. There was no report of patient injury.